Event description:
It was reported that a vascular stent system was difficult to advance. Reportedly, during advancement over the .035 wire, the stent began to prematurely deploy in the vessel prior to reaching the intended treatment site in the sfa. The deployment trigger was in the locked position when the stent began to prematurely deploy. The partially deployed stent and delivery system were removed through the sheath in their entirety without complication. Another vascular stent was successfully implanted without further incident. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.